Event description:
Device 1 of 2. Reference MFR report 1627487-2010-03486. The pt received her scs system on (B)(6) 2010 consisting of an ipg and two percutaneous leads. Reportedly, there were no complications encountered during the implant procedure (no dural tears). It was reported that the pt has developed migraine headaches, which for the pt is an alleged genetically predisposed condition. Otherwise, she is said to be receiving effective stimulation from her scs system. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.